Event description:
It was reported that one pillar implant extruded. There was no patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was discarded by the user and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.